Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. The device manufacturer date for the reported reader is unknown. The date entered is the date of the event. The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their sons freestyle libre reader, "almost caught fire out of nowhere." No further details have been provided. There was no report of death, serious injury, or mistreatment associated with this event.